Manufacturer narrative:
H3: product ID 97745; serial# (B)(6); product type programmer was returned for product analysis. Analysis found corrosion/liquid damage causing charging /connection issues. Hence main board was replaced. Case front was corroded. Specifically, the corrosion on ribbon cable was noted and therefore lcd was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the controller screen is blank. And won't come on even with aa batteries in. Pt says, this started yesterday. They said, they took the battery pack out, because it was getting really hot. Battery contacts in controller look intact and bp looks intact. The issue was not resolved. A replacement device was sent out.